Event description:
Patient went to ed due to syncope. Device check done and under-sensing on ventricular lead was observed. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).